Event description:
It was reported that approximately 60 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, right knee pain, swelling of right knee, swollen knee with complication of internal prosthetic device and posterior instability of right knee. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. No updates were made to this case. H6: corrected medical device and investigation clinical codes.